Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomaly noted. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were less responsive and sticking. Customer stated the insulin pump had changing battery more frequently, slower during rewind and no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. ¿